Event description:
Patient underwent an emergency lumbar laminectomy for sudden paraplegia. An epidural abscess and hematoma was found and evacuated. The surgeon placed two drains in the operative site. He had difficulty placing the drain as the device being used was dull and would not pierce the skin as anticipated. The surgeon needed to use a scalpel to get through the skin and place the drains. Two devices were found to be dull in this case. They were of the same lot number.